Event description:
It was reported that the bd safe-clip¿ was jammed and not clipping. The following information was provided by the initial reporter: consumer reported, safeclip is not clipping.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 30-jun-2023 investigation summary customer returned (1) used bd safeclip without lot#. It was reported by the consumer that safeclip is not clipping. The safeclip visually examined and observed no damages. It was observed that the cutter hole was blocked with previously clipped cannula additional cannula could not be inserted into the receptacle due to the blockage. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. Unable to perform DHR review results check for not clipping due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now likely full.

Event description:
It was reported that the bd safe-clip¿ was jammed and not clipping. The following information was provided by the initial reporter: consumer reported, safeclip is not clipping.

Manufacturer narrative:
The manufacturing location for this product is nypro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.